Manufacturer narrative:
No further info is expected pertaining to this event and the case is considered closed. There is no info available to indicate that this device caused or contributed to this event as dialyzers from this lot were used on other pts without incident. The root cause of this event cannot be determined. Gambro has found no evidence to suggest that this device caused or contributed to this event.